Manufacturer narrative:
Patient information has been requested, but to date has not been provided. It was reported that the device will be returned for investigation. To date the device has not been received. A follow-up report will be submitted once the investigation and lot history review are complete. (B)(4).

Event description:
On (B)(6) 2011, it was reported to arthrocare that a patient underwent a rotator cuff repair procedure on (B)(6) 2011. An opus smartstitch suturing device with magnumwire suture cartridge was used. Reportedly the plastic tip of the suture cartridge broke off in the patient's shoulder and could not be retrieved; therefore, the plastic tip remains in the depths of the soft tissue. The surgery was completed without further incident.